Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient had a car door bump against the pod on the patient¿s abdomen, which dislodged the cannula. The patient was not aware the cannula had dislodged at the time of the event. The patient ate some food, and their blood glucose (bg) levels then rose to 600 mg/dl requiring a visit the emergency room (ER). The patient¿s mother could not recall the date they visited the ER. The patient had been wearing the pod between 24 and 36 hours. Symptoms reported include dizziness, and the patient was treated with intravenous insulin. The patient was released the same day after approximately 2 hours.